Manufacturer narrative:
Implant regio 16 fractured. Patient suffered from periimpantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.